Event description:
This complaint is from a literature source. The article is entitled: ¿efficacy analysis of pfna internal fixation failure in hip arthroplasty for intertrochanteric fractures¿, by li fulin, et. Al, published in chinese journal of new clinical medicine, june 2022, volume 15, number 6. Objective and methods: authors analyzed the effect of hip arthroplasty as a salvage treatment for failed proximal femoral nail antirotation (pfna). 21 patients with failed pfna were treated with total hip arthroplasty (8 cases) or femoral head replacement (13 cases). Depuy solution extensively coated long femoral stems were used. The manufacturer or details of other implants utilized was not provided by the authors. Patient specific case numbers or data breakdowns by age/gender demographics were not provided. Results: of the 21 cases, 2 were excluded from follow-up¿one due to death from an unrelated cerebral vascular accident, and one lost to follow-up. Regarding complications, of the remaining 19, two experienced intraoperative femoral bone fractures¿proximal femur and mid-shaft femur (treatment involved cerclage wires in both cases). One patient experienced wound infection that was treated with irrigation & debridement without exchange/revision of implants. There were no cases of implant loosening or subsidence, nor dvts, dislocations or other medical post-op complications. Complications: 2 - intraoperative femur fractures, treated with cerclage wires 1 - post-op wound infection, treated with I&d (no implants revised)

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.